Event description:
The customer reported that her blood glucose has been up and down from 40 to 600mg/dl. The caller stated that insulin from the reservoir leaked and it might be causing her blood glucose to rise. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.